Event description:
It was reported that the customer received an alert to connect the continuous glucose monitor (cgm) while using a freestyle libre 3 plus sensor, indicating a cgm pairing failure that was resolved after guidance to toggle the libre connection off and on and rescan, restoring pairing and signal. User experienced cgm signal loss and no adverse clinical symptoms were reported. Outcomes included no injury and restoration of cgm connectivity. User support included troubleshooting and education performed remotely. Investigation of this case revealed a transient communication or pairing issue between the cgm and the system that resolved with standard reconnection steps, consistent with intermittent connectivity behavior. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and routine connectivity recovery, with no device malfunction confirmed.